Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was in for an MRI and we were not able to conduct the MRI due to high impedances. It is unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting included doing an impedance check. No interventions/actions were taken to resolve the issue. The issue is not resolved at the time of the event. Right side monopolar c8 was at 2,450 and 8-10 was at 4,205 ohms. No symptoms were reported. No further complications were reported or anticipated with this event.